Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that they were using the clinician application on the patient's handset, and a message appeared when they attempted to increase amplitude, 'maximum settings. The system is operating at maximum settings.' Therapy could not be increased. The caller reported they attempted to increase program 1 and stopped at 1.7ma and 1.3ma. They reported there was no amplitude limit programmed. Interrogating impedance was suggested, and they reported all electrodes showed green check marks. Impedance for program 1: electrode 0/3: 1709 ohms. The caller reported the patient was sitting when 'maximum settings' occurred, and impedances were checked when the patient was standing. It was suggested they interrogate impedance in the same position as when the maximum setting message was seen. The caller reported they were now able to increase the patient's amplitude and no message was seen. A possible intermittent short was reviewed. The troubleshooting steps that were taken on the call resolved the issue. It was also reported that while using the clinician application on the patient's handset, the caller saw a message on program 2: 'operation failed. An error has occurred while performing the operation. Please try again.' The caller reported impedance for program 2, electrode 1/3: 890 ohms. They reported they were using the patient's handset, and could not send in log files. The troubleshooting steps that were taken on the call resolved the issue. There were no patient symptoms or further complications reported at this time.